Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product remains implanted in the patient and therefore will not be returned for an evaluation. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that eleven screws were used in the original surgery but the screw part numbers are unknown. One month post operative four to five of the screws were found to have loosened from the patient's sternum causing the sternum to be unstable. No revision surgery was performed. Additional information was requested but has not been received at this time.